Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no delivery alarm. Blood glucose was over 8.4 mmol/l. Assisted customer in performing a 5.0u fill cannula. Customer states the insulin exited. Advise to remove the reservoir from the insulin pump and rewind. Advise to run load reservoir with empty insulin pump until piston reaches end of travel. Insulin pump did not alarm with no reservoir detected. Advise the insulin pump will need to be replaced. Advise to discontinue use of the insulin pump and revert to backup plan per healthcare provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarms were noted. Unit received with minor scratched display window and case.